Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 138 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. However, the customer never received the item and requested for a reimbursement for the insulin he had to buy due to his pump not working. Ups was called and they are trying to schedule a meeting with the driver to find out what happened to the delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.